Event description:
During routine maintenance testing, output of vaporizer was reportedly noted to be lower than expected. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.